Manufacturer narrative:
(B)(4).

Event description:
The pt experienced telemetry issues with her implantable neurostimulator (ins). The ins had not been charged since (B)(6) 2010 and was over-discharged. A manufacturer's representative attempted to interrogate the ins three times. The ins was explanted and replaced it with a non-rechargeable ins. The pt was doing fine following the replacement. A follow-up report will be sent if additional info becomes available.